Event description:
The pt received the scs system as part of a clinical study on (B)(6) 2009. It was reported the pt noticed the low battery warning on (B)(6) 2011. Interrogation of the ipg revealed a low battery. The ipt was removed and replaced on (B)(6) 2011.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.